Event description:
It was reported that during fluoro, there was no image on the left monitor. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty high voltage cable. System operates as intended.